Manufacturer narrative:
No samples were available for eval. Therefore, no testing can be performed. The item/lot code info was not provided. Therefore, the expiration date and mfg date are unk. Additional item reported by this customer: 2-0 pdo; model/catalog #: unk; lot #: unk; exp date: unk; device MFR date: unk; 510 (k) #: k051609. Method: the devices were not available for eval. No product eval can be performed. Results/conclusion: the devices were not returned for eval. No product eval can be performed. Without the finished good item/lot numbers, relevant portions of the device history records could not be reviewed. It is uncertain if the quill srs material attributed to this event. A definitive conclusion cannot be drawn at this time. (B)(4), quill srs monoderm / quill srs pdo item unk, size 2-0, lot unk.

Event description:
The date of the event is estimated. Dr (B)(6) performed a lumbar laminectomy using quill srs 2-0 pdo for intermediate closure and 2-0 monoderm for closure of the skin. The surgeon stated that approximately one (1) month post operative, the pt experienced wound dehiscence of the intermediate layer and skin. Culture and sensitivities were taken and showed growth of (B)(6). Medical and surgical intervention was required for treatment of the dehiscence and infection. The surgeon also stated that he is uncertain if the quill srs product attributed to this event as this pt was elderly with health issues. No additional info was provided.